Manufacturer narrative:
The info in this report was provided to us by a distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: the wire guide was evaluated by the approved wire guide supplier. The eval of the product said to be involved confirmed the distal end of the wire guide has unraveled. The distal tip of the wire guide that was cut during the procedure was included in the return. The distal weld connection has separated from the outer coiled wire guide coating and safety (core) wire, allowing the outer coiled wire guide coating to stretch and kink. A product discrepancy or anomaly that could have contributed to breakage of the distal weld connection was not observed during analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: during the procedure to place the feeding tube, the wire guide included in the set is placed inside the pt before advancing the feeding tube into positon. In order to position the wire guide, the snare provided in the set is used to grasp the wire guide and pull the wire guide into position. Unraveling and kinking of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could have contributed to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor to complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide was advanced through the abdominal incision site and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope are used to pull the wire guide though the stomach, eventually exiting the pt's mouth. The wire guide began to unravel. The unraveled end was cut off outside the pt and the gastrostomy tube was successfully advanced over the wire guide and into position. A section of the device did not remain inside the pt's body. The patient did not require any additional medical procedure due to this occurrence. The pt did not experience any adverse effects due to this occurrence.